Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl at the time of the incident. Another blood glucose was 48 mg/dl. Insulin pump given insulin when goes above certain level and suspend. Customer got alert but did not stop giving insulin. The device will not be returned for analysis.